Manufacturer narrative:
Contact person details: (B)(6).

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate this unit. The customer reported "autofill failures." The fse could not duplicate the error; however, the fse found the failure messages in the log files "fill failed - flush fill timeout." In addition, the fse observed that the balloon waveform, during the flush-fill process, was very slow to increase (extended fill waveform). The fse replaced the helium reservoir assembly and spent some time getting the helium leak test to pass with the new assembly. After the correction, the balloon waveform appeared normal during flush-fill. Subsequently, the fse completed a full system test (calibration, safety, and functionally tests), and all tests passed to factory specifications. The unit was returned to the customer and released for clinical use. A supplemental report will be submitted upon completion of our investigation. The full event site name is (B)(6).

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had an autofill failure. It is unknown the circumstances under which the event occurred. However, there was no patient involvement, and no adverse event reported.